Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced adhesions, small bowel obstruction, open draining wound, infection and fistula. Post-operative patient treatment included multiple revision surgeries. A patient expiration has been reported. Information regarding the date and time of expiration is not available at this time.